Event description:
Spontaneous call from patient to report pump piece missing. Per patient, piece of pump that held b/d syringe in place was missing and patient had to manually hold syringe during infusion. No disruption of infusion, patient was able to complete entire infusion. No adverse event due to defective pump. Pump available for return, serial numbers (B)(6). Pump is being replaced. No additional information was provided. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to (B)(6) by: patient/caregiver.